Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump stopped working. The existing pump was removed and replaced. No patient complications were reported.